Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, and h11. The device was not returned to olympus for inspection, but a company representative troubleshoots the device by phone call, and the reported failure was confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source had a b30 communication error. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.